Manufacturer narrative:
9617601-2026-01239;9617601-2026-01240. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that the initial phenom 27 was bent, not the replacement microcatheter. The cause of the catheter damage (slight bend) was suspected to be due to the tortuosity of the vessel and the force exerted during advancement.

Event description:
Medtronic received a report that a navien catheter was positioned in the left internal carotid artery and a phenom 27 microcatheter was advanced over a 0.014" non-medtronic microguidewire, placed in the left middle cerebral artery, and passed through the aneurysm. Difficult navigation and friction during delivery of the phenom 27 catheter were reported. The guidewire was removed and a pipeline flex with shield technology stent was advanced, however, slight tension (resistance) was observed in the distal catheter in the cavernous segment; the device dropped slightly, and an attempt was made to advance it. Due to significant tension (severe resistance), the microcatheter would not advance. Loading maneuvers continued to improve tension and advance the device. The microcatheter was successfully positioned, and it was observed that the stent had lost control of the guidewire (delivery wire), with the distal tip detached from the pusher. It was noted the pushwire broke/tip coil detached, but remained in the microcatheter. The systems were remov ed, revealing the stent released within the microcatheter, and the distal tip detached from the delivery wire during the microcatheter purging process. A new phenom 27 was advanced to implant another stent, but due to the anatomy and shape of the aneurysm, it woul d not advance, and the procedure was terminated. No patient symptoms or complications were associated with this event. Medical or surgical intervention was not needed to prevent a permanent impairment of a function, the event did not lead to or extend patient hosp italization, and there was no injury as a result of the event. The patient was undergoing angioplasty of intracranial vessels and treatment of an unruptured, saccular, left paraophthalmic segment aneurysm with a max diameter of 50 mm and a 18 mm neck diameter. The landing zone arterial diameter was 3.6 mm distally and 4.9 mm proximally. It was noted the patient's vessel tortuosity was severe. Triaxial access was obtained via the 10 mm femoral artery. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure reported an untreated cerebral aneurysm. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The stent was never successfully implanted; it always remained inside the microcatheter. Ancillary devices included: neuron 0.88 por 90 sheath, 115cm navien catheter, 6f sofia distal access catheter, echelon straight and phenom 27 microcatheters, synchro 0.014" guidewire, fc-25-50-3d coils.

Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter product ID fg15150-0615-1s (lot: 232091845); navien catheter product ID unk-nv-rfx (lot: unknown); phenom 27 microcatheter product ID unk-nv-fg15 (lot: unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that a navien catheter was not used; a sofia 6fr catheter was used. No concomitant device was associated with the friction/resistance during advancement of the first phenom 27 catheter. It was clarified that "loss of control" meant that the pusher was visible, but not the flow diverter; under fluoroscopy, the diverter (stent) was not visible so the doctor had no control of the diverter. The doctor retracted the diverter, and the distal tip of the pusher was found to be detached, but the diverter was not visible. It was clarified that "distal tip" referred to the tip coil of the pusher where the diverter is mounted, and that the tip coil detached from the pusher where the diverter is mounted. The cause of the friction/resistance and difficulty navigating during advancement of the first phenom 27 catheter was not determined, but it was noted it may be related to the anatomy; there was a lot of pressure or tension. The cause of the pipeline resistance, movement during deployment, and premature opening in the catheter was not determined. The cause of the breakage of the push wire/coil at the tip of the pipeline was not determined, but it was noted it may be related to the anatomy; there was a lot of strain or tension. Continuous irrigation with 0.9% heparinized saline was always maintained. There was no damage found to the catheter connector, howev ER, the catheter was observed to be slightly bent. The pipeline device did not jump during deployment and the catheter tip did not move during placement. The guidewire did not rotate or retract at any time during the procedure; upon passing the neck of the aneurysm, it retracted slightly and was advanced to reach the middle cerebral artery. The guidewire tip was not shaped; it had its normal angle, however, kink damage was observed in the proximal segment due to the force exerted to advance the diverter. A future procedure was scheduled to treat the patient's condition using a device with a profile lower than 0.027", an lvis evo stent.

Manufacturer narrative:
B5: updated with additional information received b2 and h1: reportable as a serious injury due to need for an additional surgery h6: updated codes based on new information received regarding device visibility and need for additional procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the discrepancies reported as "it was reported that the diverter lost control of the guidewire (introduction guide), with the distal tip detaching from the pusher. The systems were removed, revealing that the diverter had become released within the microcatheter and that the distal tip had detached from the introduction guidewire during the microcatheter purging process. Under fluoroscopy, the diverter was not visible. The doctor retracted the diverter, and the distal tip of the pusher was found to be detached, but the diverter was not visible. He pusher was visible, but not the diverter; the doctor had no control of the diverter. I don't recall notifying you that the diverter wasn't visualized." They were clarified as, "when it was mentioned that it wasn't visible, it was because the pusher wasn't visible since the distal tip was separated from the pusher. When the doctor moved the pusher, the distal tip appeared fixed."